Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. The customer¿s blood glucose levels were 518 mg/dl, 348 mg/dl, 530 mg/dl, 513 mg/dl, 411 mg/dl, 329 mg/dl, 250 mg/dl, 241 mg/dl, 204 mg/dl, 191 mg/dl, 81 mg/dl, 53 mg/dl, 342 mg/dl, 349 mg/dl, 292 mg/dl, 239 mg/dl, 239 mg/dl, 164 mg/dl, 72 mg/dl, 113 mg/dl, 138 mg/dl, 142 mg/dl, 127 mg/dl, 139 mg/dl, 238 mg/dl, 110 mg/dl and 169 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with manual injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery due to site issue. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.